Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "failed to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated as a result of the findings noted for the semi-finished iabc kit during the device history record (DHR) review.

Event description:
It was reported "iab failed to unwrap". Additional information states "they were receiving high pressure alarms on their iabp despite exchanging the iab". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "iab failed to unwrap". Additional information states "they were receiving high pressure alarms on their iabp despite exchanging the iab". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).